Manufacturer narrative:
Visual assessment confirmed the reported breakage. The movable jaw has broken free from where it interfaces with the shaft. The shaft is bent downward. Devices condition is consistent with excessive forces being applied during use. Per the IFU under ¿precautions- as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure.¿ no root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
It was reported that during a rotator cuff repair procedure using an elite pass suture shuttle w/o ratchet, the upper jaw of the pass broke off inside patient. The broken piece was removed from patient and the procedure was completed using a backup device. There were no patient complications reported as a result of this event.